Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a portion of the jaw broke off inside the patient cavity. The entire piece was retrieved and there was no patient injury. The procedure was delayed by over 30 minutes.